Event description:
It was reported that a tsb35 was used during a laparoscopic assisted vaginal hysterectomy procedure."it was reported by the affiliate that the anvil". There was no consequence to the pt.